Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported pump stops and low-speed events were confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log files captured multiple pump stops and low-speed events, as well as associated alarms, on (B)(6) 2021 at 20:36:54 through 20:38:36. Additionally, power elevations up to 18.9 watts occurred in association with the pump stops and low-speed events. Each of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The approximately 24.75" segment of the driveline replaced by technical services was returned for evaluation. Examination of the driveline found minimal shield breakdown throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. The most recent revision of the heartmate ii instructions for use (IFU). Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with multiple low flow alarms as well as pump stops. It was suspected that the patient had short-to-shield. Technical services reviewed the log file and stated that the data showed multiple pump stops and low speed advisories on (B)(6) 2021 as well as elevated pump power. This type of behavior has been linked to potential issues with the percutaneous lead and it was instructed to keep the patient on either battery power or an ungrounded cable. Additionally, technical services noted that it appeared the patient had their system controller exchanged, which was confirmed to have taken place on (B)(6) 2021. On (B)(6) 2021 that the patient had their driveline repaired/replaced by technical services. Upon visual inspection it was noted that approximately 4-5" of the driveline had been pulled out of the exit site, which the patient indicated they did by mistake. The velour coating had previously been removed. The patient was switched over to new driveline with no issues. Related manufacturer's reference number for the system controller exchanged for an unknown reason: MFR # 2916596-2021-06666.